Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported an unknown number of wafers from an unknown number of market units that had an off-centered starter hole and were used by the patient. He had decreased wear time that he attributed to less barrier on one side of stoma. These only lasted 1-2 days whereas normal wear time was 4 days. No photo is available at this time.